Manufacturer narrative:
The review of the device history record showed the product met all release requirements. The product evaluation showed two 25ga vit cutters were returned in a plastic bag wadded and tangled up together, with a note describing them as "bl5425wvx x 2 lot w5805 exp. 04/04/21", but no original packaging. No tip protectors were returned and both needles are bent. The cutters appear used. The port windows were in the opened position and the back caps are aligned properly with the vent holes in the sides of the cutter bodies. The connectors were inspected and no damage was found. A functional test on a stellaris pc system showed the inner needles do not reach the cutting edges. A bent needle could contribute to poor cutting due to binding between the inner and outer needles. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was deemed necessary. Due to the condition in which the parts were returned with no tip protectors and evidence of use, the cause of the bent needles cannot be determined. The most probable root cause is inconclusive. The investigation is complete.

Manufacturer narrative:
The device was discarded at the user facility. It was reported that there was no patient impact or injury as a result of this event. The investigation is ongoing. See related 0001920664-2020-00169 and 0001920664-2020-00170.

Event description:
The user facility reported that the three cutters were bent and not functioning upon receipt, however this was not discovered until they attempted to use the cutters on a patient during surgery. Though brief, there was patient contact only until the surgeon realized the cutter was not working. Twice the customer replaced the first cutter with a new one, from the same lot. This is the report for the first cutter. The same issue occurred with both replacement cutters. Surgery was successfully completed after replacing the third cutter with an individually packed cutter from a different lot.